Event description:
Per medwatch mw5174563/mw5174577: "carestation 650 anesthesia machine apl valve (adjustable pressure lmiting valve) was set at minimum while patient was spontaneously breathing, and airway pressures began to increase. Clinician had to remove the rebreathing bag to release the airway pressures until case was completed. Hospital bio med team disassembled anesthetic gas scavenging systems assembly and checked for blockages/leaks. Tested apl valve from minimum to 70. Hospital called general electric technology tech support on 03/03/2022 ordered parts to replace bag-to-vent module and apl assembly. Performed preventative maintenance and returned to service."

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.